Event description:
It was reported that sudden onset sinus tach rhythm is 1:1 and should not have detected and "shocked" as fast vt. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that sudden onset sinus tach rhythm is 1:1 and should not have detected and "shocked" as fast vt. Device is still in use. No further patient complications have been reported as a result of this event. It was also reported that the device was removed and replaced with a new device.